Manufacturer narrative:
The iol is implanted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The consumer reports being dissatisfied with his vision approximately sixteen months after cataract surgery with bilateral implantation of crystalens hd iols. This report is for the left eye. The patient complains of poor vision and difficulty reading. Also, the patient reports experiencing glare, halos, and streaks of light which affect his driving at night. According to the patient, he received unspecified laser treatment which did not improve his vision. Please reference manufacturer report #: 2031924-2011-00060.